Event description:
There was no patient involved in this event. This device malfunctioned because the speaker does not work. If left undetected this could result in the failure of the device to perform as intended if required.